Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant products: guidewire (radifocus, terumo), micro catheter (prominent, tokai medical), guidewire (astato9-12, st.jude medical), balloon (rapid stream2.0*20mm,1.5*20mm, tokai medical) and micro catheter (ichibanyari2, kaneka). Initial reporter #; (B)(6). A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure for unknown in stent restenosis , it was reported that after an ipsilateral approach was made unknown stents were placed at the spots right after bifurcation of the deep femoral artery and superficial femoral artery and over the adductor canal hiatus. The stent was not placed at middle portion of the superficial femoral artery. A stent was occluded with hard tissue and it could not be crossed with a guidewire (radifocus, terumo) only. An elitecross support catheter was delivered to the lesion and it could be crossed at distal portion of the lesion but could not be crossed in the stent. It was confirmed that it got stuck with stent strut. A micro catheter (prominent, tokai medical) and a guidewire (astato9-12, st.jude medical) were delivered as unit. However the distal tip of the elitecross catheter was separated when it was wheeled. Its marker part was left in the patient body. A balloon (rapid tream2.0x20mm,1.5x20mm, tokai medical) was delivered to the lesion (the separation tip)over the guidewire but they could not be crossed. A micro catheter (ichibanyari2, kaneka) crossed the lesion and it was advanced to the part that a shaft becomes thick. Finally the separated tip could be retrieved with the micro catheter. After that, post-dilation was performed. The procedure was finished successfully and there was no reported patient injury. It is unknown if there was resistance met while advancing the elitecross or if excessive torquing was required with the elitecross. It is unknown if there was resistance met while advancing the device over the guidewire or if there was a kink in the area of separation of the device. It is unknown if resistance was met while withdrawing the device. Procedural films are available. It is unknown if the in-stent restenosis was of a cordis stent. The product will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, during the stenting of an in-stent restenosis, an elitecross catheter separated within the patient and had to be retrieved with a micro catheter. An ipsilateral approach was made to place unknown stents at the spots right after bifurcation of the deep femoral artery and superficial femoral artery and over the adductor canal hiatus. The stent was not placed at middle portion of the superficial femoral artery. A stent was occluded with hard tissue and it could not be crossed with a guidewire (radifocus, terumo) only. An elitecross support catheter was delivered to the lesion and it could be crossed at the distal portion of the lesion but could not be crossed in the stent. It was confirmed that the catheter got stuck with stent strut. A micro catheter (prominent, tokai medical) and a guidewire (astato9-12, st. Jude medical) were delivered as a unit. However, the distal tip of the elitecross catheter was separated when it was wheeled. Its marker part was left in the patient body. A balloon (rapid tream2.0x20mm, 1.5x20mm, tokai medical) was delivered to the lesion (the separation tip) over the guidewire but they could not be crossed. A micro catheter (ichibanyari2, kaneka) crossed the lesion and it was advanced to the part that a shaft becomes thick. Finally, the separated tip could be retrieved with the micro catheter. After that, post-dilation was performed. The procedure was finished successfully and there was no reported patient injury. It is unknown if there was resistance met while advancing the elitecross or if excessive torquing was required with the elitecross. It is unknown if there was resistance met while advancing the device over the guidewire or if there was a kink in the area of separation of the device. It is unknown if resistance was met while withdrawing the device. It is unknown if the in-stent restenosis was of a cordis stent. Per the med venture product visual analysis, the distal tip was separated from the catheter distal to the angled portion of the tip. The separated distal tip was not returned with the device. Per the dimensional analysis, med venture verified that the distal od and the proximal od were within specification. Per med venture DHR report, the DHR review revealed that nonconformances and/ or deviations occurred during the manufacture of this lot. These changes were approved per mtc controlled approval procedures with client approval when required. Through this approval process it has been determined that the noted observations are not reasonably expected to adversely affect product efficacy, quality or safety. Therefore, all acceptance records demonstrate that the device was manufactured in accordance with device master record. The reported event by the customer as ¿catheter (body/shaft) - fractured-separated/in patient¿ was confirmed due to the condition in which the catheter was received by med venture. However, per med venture, the ods of the catheter shaft were within specification and the device was manufactured in accordance with the device master record. The fractured-separated condition found on the unit could not be conclusively determined during the med venture analysis. However, in addition to the tip separation, the marker band was removed which would suggest pulling/stretching forces being applied to the distal end. The DHR review analysis and the product analysis results do not suggest that the unit¿s condition could be related to the manufacturing process. Thus, the complaint is not manufacturing related. Therefore, no corrective or preventive actions will be taken at this time.